Manufacturer narrative:
Follow-up # 1 - 1/20/2015, device evaluation: the lay user/patients test strips have been returned on (B)(4) 2014 and further evaluated by lifescan product analysis on 1/15/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.